Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on the electronic or motor assembly. The device had cracked display window corner, cracked lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 122 mg/dl. It was reported that insulin pump may have been exposed to moisture. Advised discontinuation of the insulin pump. Nothing further reported.